Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms and noise in the bipolar configuration. All unipolar configuration lead diagnostics were noted to be appropriate with some farfield oversensing observed. The patient was brought into the clinic for evaluation in the bipolar configuration and the pace impedance measurements were still high out of range. The patient was noted to have a small body habitus and to lift weights, including chest press exercises. Boston scientific technical services (ts) suggested that the observations may be due to possible partial lead insertion or first rib crush. Ts advised that is it more likely the start of first rib crush and recommended having the patient brought in for chest x-ray to rule out partial lead insertion and to monitor for further evidence of first rib crush. The patient did not report any symptoms. The ra lead was subsequently surgically abandoned and replaced ten days later. There were no additional adverse patient effects.